Event description:
The balloon pump was opened and started to be inserted. We were unable to advance the balloon into the sheath. The balloon did have negative pressure with a syringe but it was unraveling and unable to place through the sheath. A new balloon was opened and placed into the patient with no problems. After talking with the staff I am being told that over the past year the balloons were harder to insert into the sheaths.